Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The issue was replicated with multiple patients. It was stated the system "glitched" in different software tasks and the color of the "glitch" was different each time. The system computer was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis of the returned system computer was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the 3d model in the software would become "fuzzy" and the navigation system would be unresponsive when attempting to edit the model. Rebooting the navigation system three times did not restore functionality. The site opted to complete the procedure without editing the model as it was deemed sufficient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure being performed was a tumor resection.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer boots normally to the application screen. The installed applications start and run normally. No video issues were observed. No unresponsiveness was observed. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.